Manufacturer narrative:
The customer¿s report of a leak with the cap in place was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed liquid emerging from between the extension sets¿ male luer¿s spin collar (nut) and the body of the male luers due to exiting liquid filling the caps and then spilling outward and overflowing as liquid continued to flow though the set during priming. After removing the caps, the fluid was unobstructed and the sets re-primed with no leaks or issues observed. Pressure testing resulted in no leaking. With the caps still attached during priming, the fluid was obstructed as it exited from the male luer which resulted in fluid flowing out of the caps and through the gap in between the spin collar and the male luer. However, this fluid overflow is an expected outcome when the cap is attached; there are no leaks or defects with the set. The root cause of the customer¿s report was due to user technique of leaving the caps attached to the male luer while priming. While this technique ensures the sterility of the male luer, it should be expected that continued fluid flow during priming will cause the liquid to overflow from the cap.

Event description:
The set was received as an unexpected return with a report that the customer tested (3) extension sets, the user primed the extension set with tap water when the leak was noticed with the cap in place. When the cap was removed during priming there was no leaks noted. The customer confirmed that there was no patient involvement. The event occurred in the nicu.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The set was received as an unexpected return with a report that the customer tested 3 extension sets, user primed the extension set with tap water when leak was noticed with the cap in place. When the cap was removed during priming there was no leaks noted. The customer confirmed that there was no patient involvement .the event occurred in nicu.